Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the safe-t-j fixed core wire guide seemed to be caught and unable to be removed after positioning the catheter in several cases. The stiffening cannula was free and mobile and it did not appear to be affecting the wire. After attempting to move/ remove the wire guide, the wire guide became ¿frayed¿ and began to uncoil. The product problem did not result in any reported serious injuries to the patient(s).